Event description:
Baby girl presented to the ed in 2007 with metabolic acidosis, seizures and hepatic failure. The pt was admitted to the picu and a femoral central line was placed. During the placement, the guidewire sheared and the central line was removed and another was placed without difficulty. An abdominal x-ray done on the same day after the placement of the central line showed that a fragment of the guidewire (that had sheared) was over the right inguinal region. Two days later, the pt was transferred to liver transplant service in critical condition. The plan was to remove the guidewire when her condition stabilized.